Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator's ac connector inlet connector was broken. There was no pt harm or injury reported.